Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: fold creases, cloudy gel, black particles in shell, weight within specification, wear abrasion. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient has reported "fluid and lump gathering. Pain in left armpit. Swelling. Side effects." Patient additionally reported "painful headaches one side. Limb and joint pains. Loss of eye sight one eye. Poor vision overall. Crooked fingers. Breathing problems. Brain fog and various levels of depression". These events are not device related. In additional physician has confirmed capsular contracture - baker grade iii. Device has been explanted. This case relates to the left side.